Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the information provided, a conclusive cause for the reported leak could not be determined. It may be possible that the sidearm, inflation port or inflation lumen within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the peroneal artery that was heavily calcified, mildly tortuous and 60% stenosed. The armada 14 balloon catheter was advanced to the region of the distal middle third of the peroneal artery, and began to inflate, but pressure did not raise under fluoroscopy. It was observed that contrast was leaking at the hub. The device was removed and another armada was used to complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.